Manufacturer narrative:
The subject devices have not been returned to omsc but were returned to for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during preparation for use of the subject device, the endoscopic image was not displayed. Olympus (B)(4) (oekg) checked the subject device and found that the camera cable and the endoscope mount had been damaged. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined, however there was the possibility that the reported phenomenon was attributed to the electrical conduction failure due to following. There was foreign material and/or liquid on the electrical contacts of the subject device. The subject device was connected to the video system center powered on. There was the water invasion into the subject device. The camera cable of the subject device was damaged. If additional information becomes available, this report will be supplemented.